Event description:
It was that the unit shut down during use. There was no patient injury reported.

Manufacturer narrative:
The affected device was examined on-site by dräger service technician and the device was sent to the repair center afterwards. The log file as well as the service report of the affected device were made available for further investigation at the manufacturer¿s site. The device examination at the repair center determined a faulty blower unit and a faulty pcb motor controller as the root cause of the event. Based on the log file review the issue could be confirmed as the log file contains several alarm messages indicating a faulty blower unit on the reported date of event. If an unacceptable deviation occurs between the measured blower speed and the setpoint, the "blower defect" alarm is generated and carina switches to patient safe mode, i.e. Ventilation is terminated and the high-priority alarm "device malfunction" is generated. In this case, the emergency breathing valve allows the patient to breathe spontaneously. Ventilation of the patient with an independent ventilator may be required. Further alarm messages were logged indication a recurring blower-related deviation during device starting procedure. The device reacted as specified to a detected deviation and generated corresponding alarm messages. Replacing the faulty components remedied the issue and the device passed all tests according to the manufacturer¿s specification afterwards. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was that the unit shut down during use. There was no patient injury reported.